Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed button error. Customer also reported that insulin pump has an unresponsive keypad. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Nothing further reported.